Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown shell - unknown part and lot, unknown stem - unknown part and lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported patient underwent hip revision due to unknown reasons. During the surgery, the head component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.